Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event with an infusion set where the infusion set cannula was not properly installed. The patient noticed symptoms 3 or more hours after insertion. The set was used for 24 hours. The site of insertion was abdomen and was regularly rotated. Patient's blood glucose at the time issue was noticed was reported to be 348 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.